Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. A manufacturing record evaluation was performed for the finished device am0894 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, ¿nylon suture needle fracture problems¿ what was the specific issue with the device? When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? As it was reported by different students¿ was this issue previously reported to ethicon? If yes, please provide pc# if available? Device return status/follow up? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, a suture needle fracture problem occurred. There were no adverse patient consequences reported. Additional information was requested.